Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic bleeding / periods") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In august 2012 she was found to have weight increased ("weight gain in the 4 months after the insertion of the essures. Endometriosis appeared the following year with haemorrhagic bleeding."). In 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required) and endometriosis ("endometriosis appeared the following year with haemorrhagic bleeding"). In 2015 she experienced fatigue ("fatigue"), thyroid disorder ("thyroid dysfunction"), tendonitis ("multiple instances of tendinitis then section of the tendons of the left wrist (weakened by a fracture at the age of 11)") and wrist deformity ("left wrist deformit") and was found to have blood cholesterol increased ("high cholestero"), blood uric acid increased ("high uric acid") and cortisol increased ("high uric acid and cortiso"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the tendonitis had not resolved. The outcomes for heavy menstrual bleeding, weight increased, endometriosis, fatigue, blood cholesterol increased, blood uric acid increased, cortisol increased, thyroid disorder and wrist deformity were unknown. No causality assessment was received for essure with regard to weight increased, endometriosis, heavy menstrual bleeding, fatigue, blood cholesterol increased, blood uric acid increased, cortisol increased, thyroid disorder, tendonitis or wrist deformity. The reporter commented: tendinitis pain even after removal. Left wrist deformity with 2 severed tendons and bone fragility awaiting an operation. Risk of disability of the left wrist following the operation. The other symptoms occurred 3 years later and worsened over the years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic bleeding / periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she was found to have weight increased ("weight gain in the 4 months after the insertion of the essures. Endometriosis appeared the following year with haemorrhagic bleeding."). In 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required) and endometriosis ("endometriosis appeared the following year with haemorrhagic bleeding"). In 2015 she experienced fatigue ("fatigue"), thyroid disorder ("thyroid dysfunction"), tendonitis ("multiple instances of tendinitis then section of the tendons of the left wrist (weakened by a fracture at the age of 11)") and wrist deformity ("left wrist deformit") and was found to have blood cholesterol increased ("high cholestero"), blood uric acid increased ("high uric acid") and cortisol increased ("high uric acid and cortiso"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure ). At the time of the report, the tendonitis had not resolved. The outcomes for heavy menstrual bleeding, weight increased, endometriosis, fatigue, blood cholesterol increased, blood uric acid increased, cortisol increased, thyroid disorder and wrist deformity were unknown. No causality assessment was received for essure with regard to weight increased, endometriosis, heavy menstrual bleeding, fatigue, blood cholesterol increased, blood uric acid increased, cortisol increased, thyroid disorder, tendonitis or wrist deformity. The reporter commented: tendinitis pain even after removal. Left wrist deformity with 2 severed tendons and bone fragility awaiting an operation. Risk of disability of the left wrist following the operation. The other symptoms occurred 3 years later and worsened over the years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.